Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20th march 2025, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during an anterior cruciate ligament procedure on (B)(6) 2025. Procedure was completed successfully by using another new ar-2324bcc. There was no patient harm and no secondary procedures needed. No fragments were left in the patient and ar-1927ptb-45 was used to prepare the bone socket.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified the eyelet of the suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet had broken off. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.